Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited oversensing, p-wave amplitude of less than 1 mv, loss of capture and intermittent high impedance of 3000 ohms. The physician suspected that the set screw may be loose, and also noted that the lead bent in an awkward way that may have caused damage during implant.